Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6), event site address: (B)(6), event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) alarm reported a circuit leak. No harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that initial testing failed. It was determined the pim (0997-00-1178) was at fault and would be replaced. Another visitation followed, then the test passed and the drive valve assembly test failed. The drive manifold (0104-00-0031) was replaced. Device passed the performance and safety checks according to factory specifications.